Manufacturer narrative:
Analysis was performed by philips field service engineer (fse), who ran an nibp test. The test showed the result of an air leak during inflation, and the probable cause of the malfunction is a leak in the tubing. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the nibp tubing. The fse replaced the nibp tubing to resolve the issue. The device was returned to use at the customer site. Section e: reporting institution phone #:(B)(6). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the non-invasive blood pressure (nibp) reading was relatively low. The device was not in use on a patient at the time of the event, so there was no patient involvement.